Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was displaying a message saying ¿hi¿. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 5 pm on (B)(6) 2018, when she obtained a message on the subject meter, that said ¿hi¿. The patient reported that she was unaware what the message meant. The patient reported that she manages her diabetes with a combination of medication (metformin and insulin), and that she made no changes to her normal diabetes management. The patient stated that she left the house to buy a new meter, and then developed symptoms of ¿shaky, blacked out and woke up in hospital¿. The patient was unable to confirm what treatment she received in hospital. During troubleshooting the csr noted that it was not the first time the patient was using the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.